Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lcd. As found 9.33 sw as left ver 9.33. Replaced keypad. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/02/2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a display/screen problem. There was no patient involvement.